Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were mobilizing the gall bladder and the specimen retrieval bag was deployed to remove the gall bladder from the patient in a laparoscopic cholecystectomy, the bag tore when they were trying to remove the gallbladder form the umbilicus and the specimen fell into the patient¿s cavity. They noted that upon ligating the cystic duct, the neck of the cystic duct was too large for a wick clip, so they used endoloops to occlude the cystic duct. Before this they "massaged" several gallstones out of the cystic duct that fell into the abdominal space. Then, before they insert the specimen retrieval bag into the patient, there were gall stones and bile within the abdominal space. They first inserted four kelly clamps, and they used the two to expand the umbilicus incision and used the two to grasped and pull the gallbladder out of the patient. However, they could not do it, they then enlarged the umbilicus incision to make more room for the gall bladder to come out. After some hard pulling the gall bladder was successfully removed from the patient. There was no patient injury.